Event description:
It was reported that the customer was experiencing alot of pain due to non diabetic reasons, customer was also feeling nauseous and had to take a pain shot. Customer's blood glucose at the time 505mg/dl. Customer's blood glucose level at the time of the call 46mg/dl. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.